Event description:
A complaint was received alleging that the power cord would not stay connected to the device. Reportedly, the device was in use at the time of the reported failure, but there was no reported pt harm. The device was received and the power cord was wrapped with duct tape. An investigation was performed and it was determined that the molded female connector on the power cord had fractured and the leads were slightly exposed. The connector appears to have been subjected to physical abuse in excees of design intentions, resulting in the fracture. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.